Event description:
Complainant alleged that during biomed testing, lines appeared on the device's display and clinical data could not be seen. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.